Event description:
It was reported that the screen of the programmer was unresponsive. Rebooting was performed but it did not fix the issue. Boston scientific technical services (ts) recommended to return programmer. No patient involvement reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that an error/fault codes had been recorded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Observed field allegation of unresponsive not confirmed. Functional testing and manual functional testing ensured the programmers touch panel operating as intended. The error code was confirmed in the memory log files; however the error code was not able to be replicated during analysis.